Event description:
It was reported that the (1)tct10 and the (1) pxw35 were used during a subtotal gastrectomy procedure. It was reported that the tct10 did not meet the surgeon's expectation for proper firing, which required the opening of a expectations for proper firing, which required the opening of a second tct10. Upon closing the incision, the surgeon felt the pxw35 also failed to meet the expectations, and a second pxw35 was also opened. The rep reported that the surgeon was unavailable for consultation. There was no pt consequence. There was an extended or time of ten minutes. 06/01/2000 additional info from rep: the rep reported that the surgeon stated that the tct10 firing was started but could not be completed due to lockout. The surgeon further stated to the rep that the skin stapler had a malformed staple. The case was completed without further incident with new devices.